Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette was loose. There was no reported patient involvement.

Manufacturer narrative:
D9: date returned to mfg.: 7/30/2025. D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the cassette was loose" was confirmed through visual inspection. The probable cause was the unit¿s latch handle was loose due to wear/tear. Replaced latch handle and screws. Calibrated downstream occlusion (dso). Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.